Event description:
Patient in ambulatory surgery unit for left shoulder. Arthroscopy was placed on the or table and was placed under general anesthesia. When the physician assistant tried to place the patient in a sitting position, the bed elevated to a 45 degree angle and stopped moving. The table stopped functioning and would not move up or down. The patient was immediately moved to another or table and the table that malfunctioned was removed from service. There was no harm to the patient.